Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of an unspecified infusor. It was further reported that the device was filled with flucloxacillin 8000mg in 230ml sodium chloride 0.9%. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.